Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: one (1) customer sample was received for evaluation. Upon review of the sample, the bd pbbcs package appears to be damaged and the needle appears to be activated already. Therefore, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the needles have punctured packaging thus affecting sterility with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it is reported customer has witnessed wingsets missing needles and at times needle puncturing through packaging.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needles have punctured packaging thus affecting sterility with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it is reported customer has witnessed wingsets missing needles and at times needle puncturing through packaging.